Event description:
The hospital reported a malfunction resulting in loss of suction. There was no patient involvement.

Manufacturer narrative:
A ge healthcare technical support performed a checkout of the system and confirmed that the failure wad due to a broken wall connection which will be serviced by the end user. No report of patient involvement. Legal manufacturer: (B)(4). No report of patient involvement. Legal manufacturer: (B)(4).